Manufacturer narrative:
Concomitant medical devices: addr01 ipg implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited low impedance measurements and suspected insulation damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.